Manufacturer narrative:
Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: a power surge to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, failure of an electronic component inside the subject controller. Factors unrelated to the manufacture or design of the device which could have also contributed to the reported event are the wands which were not returned for evaluation.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Visual inspection of the returned unit show a damaged warranty seal which was only partially damaged but not broken. The front bezel is contaminated with unknown substances and the top cover is scratched. No manufacturing abnormalities were found. During functional evaluation the unit was connected to a known test box and activated with a test foot pedal. No output signal could be measured when activating the system. The returned coblator ii unit was opened to verify a possible root cause for the failure; however no abnormalities could be identified. The complaint was verified and the root cause was determined due to an electrical component failure. The unit is broken. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that the generator isn't making plasma. Multiple wands were tried and wouldn't work. Case was successfully completed using a competitive device. However, the incident resulted in a surgical delay of 1 hour. No patient injury or other complications were reported.